Manufacturer narrative:
Vyaire complaint #: (B)(4). Device evaluation: d9, g3, g6, h2, h3, h6, h10. Results of investigation: the vyaire failure analysis laboratory received the suspected device and performed a failure investigation. The reported complaint was confirmed through the events log and duplicated during the functional check. Transducer pt802 had failed.. This issue can be referenced with CAPA ca-2017-0206. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator alarmed transducer fault (xdcr fault), low minute ventilation (low ve), low peak inspiratory pressure (low pip), and high rate immediately upon startup. The customer confirmed that there was no patient involvement and no patient harm associated with the reported event.